Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a procedure, the amplifier would not boot. The patient was on the table and the procedure was cancelled. The patient was stable and the procedure was rescheduled.

Manufacturer narrative:
One ensite velocity¿ system velocity amplifier was received for evaluation. The amplifier was powered on and passed the power on self-test (post). Upon establishing communication test station, it was observed the serial number displayed was ¿jca¿. Review of the error logs identified deficiency towards the cath amp board on slot 8. The cath amp board consistently experienced shutdown and command timeouts. The root cause was isolated to the cath amp board on slot 8. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.